Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in china that during a meniscal repair procedure on (B)(6)2020, it was observed that the truespan 12 degree peek after first firing, would not fire again. Changed another one and the event re-happened. The surgeon reported that it was suspected that the internal spring was stuck. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. Changed another one, the event re-happened. The complaint device was received and evaluated. Visual observations reveal that the implants didn't received along with the needle. In addition, the silicon sleeve didn't present any physical damage. When test its functionality, it was observed that the trigger was loose, in that there was no tension on the handle from the spring. Upon visual inspection of the photo provided, was observed the meniscal tear, the first end of the truespan was deployed into the first/top side of the tear, but the second/bottom side would not deploy so they could not draw the suture together to close the tear. The device was opened to review the internal components. As result, the trigger was found broken and disconnected from the latch and from the return spring. A manufacturing record evaluation was performed for the finished device [6l54654] number, and no non-conformances were identified. During the assembly process of the device, the manufacturer perform a cycle simulations to ensure the proper deployment of the device and for corroborate that device is in optimal conditions physical and functioning. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed due to didn't applying enough downward pressure on the device for the deployment so the anchor can create a space between the meniscus and the bone in order to turn/flatten. Also, soft tissue/debris can get caught in the needle (from the first implant) causing the second implant to become lodged/stuck within the needle and for the trigger broken can be associated when attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.